Event description:
The customer called and reported he was hospitalized for three weeks, due to the insulin pump giving him too much insulin. Customer stated his blood glucose went down to 55 mg/dl and went low twice while he was in the hospital. The customer's healthcare providers made some changes to the insulin pump. At time of this report, customer's blood glucose was 170 mg/dl. The drive support cap of the insulin pump appeared normal. Customer was unsure if basal settings were correct. The time was twelve hours off. Customer's basal rates were lowered. It was stated the customer would follow up with trainer and healthcare provider.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.